Event description:
Issues surround the balloon on hollister catalog number 32004 and 32006, bowel mgmt sys. In one instance, the injection of air testing balloon, the balloon popped. In another situation, the balloon failed to deflate. Another situation, the balloon was disconnecting from the sys when withdrawing.